Event description:
The complainant has reported that a pt (age and gender unk) underwent band ligation using a speedband multiple band ligator device for the treatment of esophageal varices. It was reported that although the bands appeared to begin deployment, no bands were able to be deployed from the device upon attempted ligation. The procedure was successfully completed using an alternate device. The pt was reported to be in good condition following the procedure and did not suffer any complications as a result of this event.

Manufacturer narrative:
This device has not been rec'd by the MFR; therefore, a failure analysis is not available and we are unable to determine the relationship between this device and the cause for the event.